Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an endoscopic retrograde cholangiopancreatography procedure. The subject device was not accounted for at end of the procedure. (B)(6) withdrew the endoscope under instruction from the anesthetist and they noticed the cap was no longer on the duodenoscope they looked for the cap in the stomach with a gastroscope and could not see it. They looked for the cap in the lungs with a bronchoscope and could not see it. Dr recommenced the ercp with duodenoscope and another distal cover and completed the procedure. When patient was in pacu (recovery) they disclosed to patient that an item was not retrieved in the initial part of the procedure and that it is soft and small and likely to pass. There were no report of patient harm.

Event description:
No additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.